Manufacturer narrative:
Investigation: samples received: 110 unopened race packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 110 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep):2.32 kgf in average and 2.01 kgf in minimum (ep requirements: 0.97 kgf in average and 0.48 kgf in minimum) a review of the batch manufacturing record for this product had an incidence and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 2.11 kgf in average and 1.90 kgf in minimum and fulfilled ep requirements. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. When additional information is received, a follow up report will be submitted.

Event description:
It was reported the thread was damaged/broken. The reporter indicated that the suture breaks during intervention. No other information has been provided. Additional information has been requested, however, not yet received.